Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fallopian tube with embedded metal coil') and menorrhagia ('very heavy menorrhagia') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), pelvic pain ("pain/ chronic pelvic pain"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), urinary tract disorder ("urinary problems"), headache ("headaches"), alopecia ("thinning of hair") and arthralgia ("joint pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery ((B)(6) 2010: endometrial ablation and total hysterectomy with salpingectomy, oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, menorrhagia, dyspareunia, pelvic pain, genital haemorrhage, neuromyopathy, urinary tract disorder, headache, weight decreased, alopecia and arthralgia outcome was unknown. The reporter considered alopecia, arthralgia, dyspareunia, embedded device, genital haemorrhage, headache, menorrhagia, neuromyopathy, pelvic pain, urinary tract disorder and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fallopian tube with embedded metal coil') and menorrhagia ('very heavy menorrhagia') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), pelvic pain ("pain/ chronic pelvic pain"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), urinary tract disorder ("urinary problems"), headache ("headaches"), alopecia ("thinning of hair") and arthralgia ("joint pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery ((B)(6) 2010: endometrial ablation and total hysterectomy withsalpingectomy, oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, menorrhagia, dyspareunia, pelvic pain, genital haemorrhage, neuromyopathy, urinary tract disorder, headache, weight decreased, alopecia and arthralgia outcome was unknown. The reporter considered alopecia, arthralgia, dyspareunia, embedded device, genital haemorrhage, headache, menorrhagia, neuromyopathy, pelvic pain, urinary tract disorder and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.